Event description:
It was reported that this patient implanted with this pacemaker was lost to follow up and not seen for two years. In the two year span the estimated device remaining decreased from 6.5 years to 1 year. A request was made to have device data analyzed. Analysis confirmed that the device was depleting faster than expected. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this patient implanted with this pacemaker was lost to follow up and not seen for two years. In the two year span the estimated device remaining decreased from 6.5 years to 1 year. A request was made to have device data analyzed. Analysis confirmed that the device was depleting faster than expected. Device replacement was recommended. No adverse patient effects were reported. New information received indicates that this device was explanted but will not be returned for evaluation.